Event description:
It was reported that the tip of the stardrive screwdriver snapped off during hardware removal. The tip was retrieved and procedure completed. No pt impact noted.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing eval revealed that the device was returned with the tip broken off (the tip was not returned for eval). Visual inspection showed that the tip was twisted before it broke, an indication that too much torque was applied onto the screwdriver, resulting in a mechanical overload and subsequent breakage. The fracture face was homogenous, indicating material conformity. The root cause could not be determined as the broken portion was not returned for eval.